Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. According to the complainant, during the procedure, the physician attempted to advance the dilatation sheath over the balloon but the balloon advanced into the patient with the sheath. The balloon was inflated to about 8 atm when the sheath was placed over it. The balloon was never inflated to 17 atm and at some point during the procedure, the physician asked the tech to deflate the balloon. The physician was able to continue with the procedure but at the end of it noted that there was extravasation within the patient's kidney. The exact nature of the extravasation is unknown and the physician reported that it may have occurred due to the balloon being placed too far in the patient. The physician placed a nephro-ureteral malecot catheter to drain the kidney. The physician completed the procedure with this device with no further complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.